Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a red color leak on the front left side of the coulter lh 750 hematology analyzer by the flowcell but customer was unsure of the origin. Customer reported that they were unable to obtain any differential results. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the differential mixing module. The fse traced the leak to a cut in the tubing through pinch valve (vl48b). Vl48b drains the waste from the differential mixing chamber (vc25, port 6). The fse replaced the tubing and cleaned the fluid leak. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).